Event description:
The coaxial introducer sheath system was placed via the left common femoral vein. The catheter was then flushed. The tip of the coaxial introducer sheath system was then placed at approximately l3-4 position. The pt was then set up for digital subtraction angiography using an injector. Digital subtraction was started; however, with initial injection, there was obvious extravasation of contrast through right laterial ivc wall. The injection was immediately terminated. The introducer sheath system was immediately removed and pressure applied for hemostasis. Vital signs were stable and ivc fluids were begun at an open rate. A CT scan was done and there was no evidence of bleeding status post iatrogenic laceration of the ivc.